Event description:
Latex gloves, both medium and large are defective. Almost every other one has a hole or tear in it and even have fingers crimped up in a wad. They also tear easily. Date event occurred: 12/93. (Also see medwatch 1000440.)